Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Patient age and date of birth unknown / not provided. Patient weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Medical product: irt, tool implant removal scr type imp; lot# 2021090750. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor reported that at the beginning of the implant removal at tooth location #46 and with almost no force exerted with the ratchet, the implant pin extractor broke off.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). After visual inspection completed on october 17, 2022 it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0002023141-2022-01698 submitted on july 1, 2022 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
Upon visual inspection, it was considered that the is a third party implant.